Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the "device malfunctioned". When the device was removed from the anatomy a "piece of plastic" was found on the suture and the physician thought it might be the foot plate. The physician stated that nothing was left behind in the patient and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned condition of the device substantiated the reported foot break. Inspection of the returned device revealed that both cuffs successfully captured the needles, but an incomplete blow-through occurred as the posterior cuff failed to eject completely out of the posterior foot pocket during needle deployment. Analysis of the device indicated that the plunger was not fully depressed against the device handle during needle deployment to eject the posterior cuff out of the pocket. The proglide instructions for use (IFU) states: while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked 2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. The returned condition indicated that the plunger was not removed from the device to retrieve the suture. The lever was not closed to retract the foot prior to removing the device from the patient anatomy. Forcibly pulling out the device without retracting the foot would result in the posterior foot break as observed. This is an incorrect device deployment sequence per the IFU. Because the plunger was not retracted to retrieve the suture, the knot would not form to advance to the arterial surface to close the vessel as intended. Based on the analysis of the returned device, the probable cause for an incomplete blow-through and posterior foot break is incorrect deployment technique. No manufacturing or quality issue was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.